Manufacturer narrative:
Evaluation - investigation in process, results or conclusion code can be chosen at this time. This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.

Manufacturer narrative:
(B)(4). Evaluation other (B)(4) - erratic potassium results. The technical service specialist (tss) addressed the issue by replacing the discolored ict valve tubing and removing an ict module o-ring from the ict ref cup on the architect. Complaint tracking and trending was reviewed with no adverse trends noted for the customer complaint issue. Based on the available information, a specific cause for the high potassium result could not be determined. Probable causes include the ict module o-ring found in the ict reference cup and the discolored ict valve tubing. The operations manual provides these and numerous additional probable causes that may be related to the customer issue under the observed problem erratic results, poor precision. No product deficiency was identified.

Event description:
The customer stated an architect c8000 analyzer generated a falsely elevated potassium result. Initially a value of 7.0 mmol/l was generated. Upon repeat, a value of 4.8 mmol/l was generated. The customer stated the tubing from the ict module appeared discolored. Abbott customer service advised the customer to decontaminate the analyzer. Abbott field service was dispatched to replace probe 3 and clean the associated tubing. The acid and alkaline bulk tubings were also replaced. Abbott field service reported that following this maintenance, the architect c8000 analyzer was working as per labeling. The falsely elevated potassium result was not reported outside the laboratory. There was no adverse impact to patient management reported.